Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a cartridge change error occurred during the load sequence. A new cartridge was successfully loaded onto the pump resolving the issue. Additionally, it was reported that the customer was unable to fill a cartridge. A needle tip change was performed to address the issue. Blood glucose level was 231 mg/dl.